Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not able to hear using the device.

Manufacturer narrative:
Based on the received information, a damage of the device appears likely, however to determine an exact root cause of failure a device investigation would be necessary. So far, despite many requests, no date for a potential re-implantation surgery has been scheduled.

Event description:
The patient is not able to hear using the device.